Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) the implantable neurostimulator (ins) appeared to shut off at random times. The consumer was able to turn the ins right back on, and had no effect on their pain relief once the ins was turned back on. Impedance testing was performed at .7 volts and 3.0 volts with group impedance testing within a normal range. It was unknown what could have caused or contributed to this or if the issue was currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.